Manufacturer narrative:
The device history records provided for this complaint were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Dimensions taken are within specifications. The returned tibial nail exhibits stripped internal threads, damage is too severe for accurate thread gauging. Shavings of the threads within the tibial nail cap are exhibited, along with a detached example of the thread shavings. Other returned components exhibit minimal wear or damage. The devices are used for treatment. Initial product history search revealed no additional complaints against the related part and lot combinations. The likely root cause of the metal shaving reported was cross threading on the internal threads of the nail cap. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The root cause of the reported infection cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that the patient was revised due to infection. While removing screws and a rod, the surgeon found a metal shaving in the tibial intramedullary canal.